Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient implanted with an ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm in 2015. At the 3 year follow up, patient was reported with aneurysm enlargement. Patient continues to be monitored, no additional patient sequelae has been reported.